Event description:
During assistance with system error (se) 2267 on the home choice (hc), this occurred on the homechoice (hc) during use; during dwell 4 of 5. The hp stated they were still connected, along with the supply bag was still empty yet the heater bag was still full. The baxter technical service representative (tsr) asked if any bags have come undone, and the hp stated no. The tsr explained the alarm and assisted with ending therapy.during a follow-up with the care giver (cg) regarding the reported problem, they stated for that evening the patient finished therapy using manuals. They stated nothing was out of place that could have caused the alarm. The cg stated the patient's therapy is going as normal. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for system error 2267 is not confirmed and the cause was not identified because the disposable set was not returned to baxter, the lot number was not provided, there was no serious injury reported and the patient did not describe any type of use error that might have caused the alarm. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.